Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 (patient over 55 yrs old). According to the complainant, during the procedure, the physician attempted to advance the needle knife blade within the common bile duct. When the physician squeezed the handle, the needle knife would not deploy. The device was removed from the patient. Upon further examination, the handle seemed to be disconnected from the wire within the device. The customer reported that there was no visible damage to the device. The procedure was completed with another rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - (advance, failure to). The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).